Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-10730) .correction: (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that premature battery depletion was observed via remote transmission. No recent source of battery drain was noted. The device was explanted.